Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "on (B)(6) 2019, doctor was performing a direct anterior tha. When implanting 35mm hex screw the screw protruded through the trident ii tritanium clusterhole shell. The screw was left in the patient since there was no way to retrieve it." Spoke to rep. After implanting the shell, screw, and liner, an intra-op image was taken showing the screw had passed completely through the shell. The liner had to be removed, another screw implanted, and another liner implanted. Surgery was completed with a 10 minute delay. Rep provided the usage sheet and intra-op image, and confirmed that no further information will be released by the hospital or surgeon.